Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the needle had penetrated through the outer catheter at the proximal end of the distal stop. A functional test was performed and, when the handle was actuated, the needle failed to extend and was stuck at the proximal side of the hub. When the distal end of the sheath was pulled straight and the needle placed into the correct position, the needle was able to extend and retract without issue. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon(tm) needle was used in the lungs during a transbronchial needle aspiration (tbna) procedure performed in (B)(6) 2016. According to the complainant, during the procedure, the needle failed to extend out of the sheath. Reportedly, the needle was off-centered and was getting caught and stuck at the distal stop. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation found that the needle had punctured through the sheath. This is now deemed a reportable event.